Manufacturer narrative:
Patient weight: unknown as information was asked but it was not provided. If explanted, give date: not applicable, as lens remains implanted. The lens is not returning for evaluation as it remains implanted in the patient's eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) got stuck on the plunger inside the cartridge. The trailing haptic was not folded correctly or it was not loaded correctly and the lens did not completely disengage from the cartridge, so a second instrument was used to release the iol from the cartridge. The haptic and optic were not damaged and the lens remains inside the patient's left eye. There was no patient injury and no other intervention was required. The patient was doing well post operation. No further information was provided.